Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
The reporter stated "pt has no movement in joint of left great toe. Pt will have future revision surgery." On (B)(6) 2013, the surgeon stated the pt's initial surgery using the movement hemi great toe implant was performed on (B)(6) 2012 for metatarsal pain and limited range of motion of the left great toe. The pt was instructed by the surgeon to be non-weight bearing on her left foot for 3 weeks post operatively. Preoperatively, the pt had 25% to 30% dorsiflexion range of motion. After surgery, the pt showed 5% to 10% dorsiflexion. A revision surgery is planned for (B)(6) 2013. The surgeon said he is uncertain if the implant will be removed at that time as he is unsure of what surgery he will perform during the revision.